Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted there was glistenings all over the lens. He also reported the pt had "visual damage". Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not be identified a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).